Event description:
It was reported that a part of an anchor is still in the body. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8479943. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7597610. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 9023663.